Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak tested and the only leaked occurred from the needle holes in the needle chamber. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as the technician did not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was blocked and revised.